Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2019, that on (B)(6) 2019, the patient experienced a failed transmitter error. No additional patient or event information is available. Data provided for evaluation. The complaint confirmation of a failed transmitter could not be confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4). (B)(4) describe event or problem - correction "data provided for evaluation. The complaint confirmation of a failed transmitter could not be confirmed. A root cause could not be determined."

Event description:
Data was evaluated and the allegation was confirmed. The root cause was determined to be a low transmitter battery that led to a transmitter failure. The product was evaluated. The device was visually inspected and passed. Voltage testing was performed and the test failed due to no voltage. A review of the share logs was performed and a failed transmitter error was not found within the investigation window. The allegation was not confirmed. The root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
A review of the share logs was performed and a failed transmitter error was found within the investigation window. The allegation was confirmed. The root cause was determined to be low transmitter battery that lead to a failure.